Event description:
Information was received indicating that a smiths medical cadd medication cassette with green flow stop caused infusion pump to indicate no disposable, pump wont run" alarm. Per reporter the residual volume was 28.9 ml, rate 2 ml/hr and 62.05 ml given. No adverse patient effects were reported. Per reporter, no additional information available at this time.

Manufacturer narrative:
Additional contact: (B)(6).